Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's mother that th customer forgot what an open circle is on the pump. Customer's mother stated that the customer had a blood glucose level of 478 mg/dl due to eating pizza and forgetting to bolus. Customer was programmed a square wave bolus. It was explained that the circle will disappear when portion of square wave was delivered. Customer only has 1 bar left on the battery. Customer was advised to change the battery as well. No additional info provided.